Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery life was less than expected and it was noted that the battery compartment was cracked. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found the date range did not cover the complaint date due to continued customer use. No evidence of short battery life was found in the available date range. The battery compartment was found to have cracked below the grip pad and in the threads area. Using the returned battery cap, the pump powered on with auditory and vibratory features. A rewind/load/prime sequence was completed without incidences. The electrical current drawn was within specifications. Pump casing was opened and no evidence of moisture intrusion or loose component was found inside the pump. The reported casing issue was verified in the investigation.